Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 21.2-21.9cm from the connector pin, consistent with lead friction to another device. The etfe coating was intact at this location. External insulation abrasion was noted at 19.9-20.1cm from the connector pin, consistent with lead friction to another device.

Event description:
This report is to advise of an event observed during analysis.